Event description:
It was reported that this right atrial (ra) lead recorded an out of range pace impedance alert and noise in the ra channel. Technical services (ts) providing a review of the alert discussed historic value was within normal limits and abrupt change could possibly be high or low. Ts reviewed stored atrial tachy response (atr) and signal artifact monitoring (sam) events, noting that the sam event appeared to be minute ventilation (mv) chop, so the out of range impedance is likely high. Ts discussed the atr episodes revealed ra myopotential noise oversensed with inappropriate atr. Ts was consulted and recommended further in clinic evaluation for lead integrity and isometrics. This right atrial (ra) lead remains in service. No adverse patient effects were reported.